Manufacturer narrative:
Block b3: exact date unknown, event occurred in a last three weeks from the date manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1432. (B)(6). The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event of ipg reached end of life was not confirmed. No elective replacement indicator (eri) message was displayed when linking. The device was able to pass the functional test without any anomalies.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively.